Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead was most likely fractured. The patient informed boston scientific that his physicians had known of the pace/sense lead fracture for several years. The patient stated that he had not had any symptoms related to the issue and that further troubleshooting had been discussed by the following physician, such as chest x-ray. Most recently, information was received indicating the this lead may also have come loose from the associated cardiac resynchronization therapy defibrillator (crt-d). The patient had a fall.

Manufacturer narrative:
As a result of the fall, information provided to boston scientific indictaes that only the left ventricular lead in the system was addressed for dislodgment. To date, information suggests that this rv lead remains implanted. As new information would become available, this report will be further evaluated and updated.

Manufacturer narrative:
Most recently, information was received from the boston scientific local area sales representative that this rv lead had not been dislodged, or fractured. It was actually the right atrial lead found to be fractured. At the time of lv lead revision, chest x-ray revealed that the right atrial lead was also fractured. The rep stated that there was never any dislodgement and no additional leads issues of any kind beyond the intervention on the fractured lv and ra leads. This rv lead remains actively in service without allegation.